Event description:
It was reported that a user experienced bluetooth connectivity failure when attempting to pair a dexcom g7 continuous glucose monitor (cgm) to the ilet after applying a new sensor, while readings were visible in the dexcom app and blood glucose measured 130 mg/dl by meter. Symptoms included no adverse clinical effects. Outcomes included no interruption to glucose management and no need for medical care. Customer support included guided troubleshooting and education, including toggling cgm model selection between g6 and g7, restarting the ilet, reviewing recent cgm alerts, and advising a 30-minute pairing window. Investigation of this case revealed a pairing failure limited to the ilet interface with no sensor performance issue, consistent with a communication or setup issue rather than a device malfunction of the sensor. It was concluded, based on previously established findings for similar reports, that user interface and connectivity factors were the most probable cause.